Event description:
The following information was provided: this pi is for the impending 2026 revision due to shell loosening. As per pss case: patient otherwise healthy with remote history of ewing sarcoma of pelvis s/p left internal hemipelvectomy with iliac wing resection in 1992 and radiation. Underwent left hip tha for avn in 2010 with howmedica restoration adm cup (size 52) and accolade hip stem. Femoral component loosening and failure of mdm head requiring revision of femoral stem (B)(6) 2025 with restoration modular stem (155 x 16 mm stem, 23 mm +0 proximal body, +4 28/48 mm dual mobility head. Now presenting with failure of adm cup for aseptic loosening. Left hip. Now ((B)(6) 2026) revising howmedica restoration adm cup (size 52). Restoration modular stem (155 x 16 mm stem, 23 mm +0 proximal body, +4 28/48 mm dual mobility head. Anticipate revision of acetabular component. May consider revision of femoral component to gmrs prf pending intra-operative assessment of stability.